Event description:
It was reported that during npwt utilizing a foam filler kit, it was confirmed the blockage/full alarm occurred and the dressing was not compressed on the next day after the dressing was exchanged. The treatment was continued with a back-up device. There was no delay. There was no patient harm.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, no product return for this complaint has become available. Without return of the actual product we are unable to confirm the details supplied in the complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. If the device is returned in the future then this complaint may be reopened.